Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the ultrasound bronchofibervideoscope is showing interference/lines on the screen. The issue was found during a diagnostic endobronchial ultrasound (ebus) procedure. The intended procedure was completed with the same device. There were no reports of patients¿ harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, the device malfunction was confirmed during the evaluation, however, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No new information has been provided by the customer.